Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A horizontal/vertical lumbar valve system was implanted on (B)(6) 2011. On (B)(6) 2012, for reasons not specified, the unit needed to be revised with another valve system. Additional info was been requested.